Event description:
Rn noticed that the cadd was supposed to be empty and after pulling a new cadd to switch realized that the fentanyl cadd cassette was full. I asked for the rns to switch the cadd device for it to be pulled. We pulled the volume from the cadd and 50/50 ml were still in the old cassette that should have been empty. Clinically: patient was resting comfortably throughout the night, but based on charting when they did an sat and reduced propofol this am the patient was restless/agitated and the only time the times the patient seemed comfortable was when the propofol was increased. Multiple boluses were administered within the cadd device to attempt to help with agitation and were unsuccessful. Bedside rn notified the providers. Wasted 50ml from the cadd.